Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation revealed poor sensing and increased capture threshold exhibited by the right atrial lead. A chest x-ray confirmed that the lead was dislodged. The patient was scheduled for revision and the lead was successfully repositioned on 20 nov 2024. The patient was stable.